Event description:
Customer reported five (5) elevated leadcare ii (lc ii) blood lead test results: for patient 1, the lc ii result was 8.7 ug/dl, while the confirmatory test result was <1ug/dl). For patient 2, the lc ii result was 5.3 ug/dl. At the time of this report the confirmatory test result was pending. For patient 3, the lc ii result was 4.5 ug/dl. At the time of this report the confirmatory test result was pending. For patient 4, the lc ii result was 6.4 ug/dl. At the time of this report the confirmatory test result was pending. For patient 5, the lc ii result was 6.3 ug/dl. At the time of this report the confirmatory test result was pending. Customer reported control results were in range: level 1 = 11.3 ug/dl (target range = 7.5-13.5 ug/dl); level 2 = 28.2 ug/dl (target range = 24.5-32.5ug/dl). During review of the customer's sample collection and preparation procedures technical services identified several errors (e.g., removing 1st drop of blood by touching patient's skin, not wiping outside of capillary tube, incorrect mixing of sample and treatment reagent, and transporting the capillary tube on a sterile dressing). Technical services sent a copy of the cdc capillary blood collection video to the customer and reviewed the sample collection guidelines as stated in the product instructions for use (IFU). A link to the FDA safety communication regarding use of ram scientific safe-t-fill microcapillary blood collection tubes was also provided to the customer. Customer indicated, during a technical services followup on 19-dec-2025, that testing had improved and they reported no additional false positive results.